Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening striated in the anterior side assessed as to surgical damage. Additional observations: ¿ crease flat observed in the surface. ¿ wear abrasion observed in the device. ¿ red particles inside of the fill channel no further actions are required as the device was implanted. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.